Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had prior episodes of oversensing on the right ventricular (rv) lead and was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.